Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: there were multiple call service occlusions alarms observed in the black box; the force at the time of the occlusions was high. A rewind, load and prime sequence was completed with no issues and no alarms duplicated. The force calibration was out of specification. The force sensor was removed and the resistance was found to be within specification. There was no damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. Reportedly, numerous occlusion alarms had occurred despite changing infusion sets and cartridges multiple times. The patient reportedly switched to a different pump with the same infusion set and cartridge without any further issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.